Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: the reported low speed operation event was confirmed through the review of the log file submitted by the account; however, a specific cause for this event could not conclusively be determined. The submitted log file contained relevant data from (B)(6) 2019 through (B)(6) 2019. The log file captured a transient low speed operation event on (B)(6) 2019 when pump speed was captured at 5960 rpm at 13:05:37 before returning to speeds above the low speed limit of 8600 rpm. The patient was connected to the power module at the time. This event was associated with a pi event as well as elevated pump power up to 14 watts. This low speed operation event did not trigger a low speed advisory or hazard alarm. For the remainder of the log file the actual speed remained above the low speed limit and the pump functioned as intended. Additionally, multiple no external power alarms were captured on (B)(6) 2019 while the controller was connected to the power module and battery power. The alarms cleared shortly after activating. The emergency backup battery (ebb) provided power to the system during these events. No other atypical alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional complaints have been reported at this time. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms as well as the appropriate actions associated with them.

Manufacturer narrative:
Approximate age of device ¿ 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. The patient experienced episodes of no external power and low speed advisory on the power module with a speed drop to 6000 on (B)(6) 2019. Log file analysis confirmed a low speed drop to 5960 while on the power module; this could have been caused by something being ingested into the vad and passing through. 5 no external power alarms were observed while on batteries and the power module. This could be caused by a bad connection to the system controller leads. The no external power alarm was noted to have occurred while connected to the white cable only. The ebb was reseated and the alarms resolved. The cause for the low speed advisories was not identified and the alarms have resolved. The patient was discharged home on (B)(6) 2019. No further information was reported.